Event description:
As reported via the (B)(4) registry, a patient experienced hypoperfusion and an ischemic stroke. At the time of the index procedure, the angiography revealed 80% stenosis of the left proximal internal carotid artery. The lesion was 6mm in length. The reference vessel was 8mm in diameter and moderately tortuous. Baseline nih stroke scale score was 1 and rankin score was 0. The patient was asymptomatic at the time of the index procedure. Pre-dilation was not documented. An angioguard rx with a 7mm basket was deployed beyond the target lesion and a 10 x 30mm precise pro rx was implanted at the target lesion. There was stasis of flow in the left internal carotid artery post-deployment. Aspiration thrombectomy was performed with improved, but still sluggish flow. Retrieval of the angioguard showed large amount of debris in the basket. Follow-up angiogram demonstrated widely patent left common and internal carotid artery stent and widely patent internal carotid artery with no evidence of intracranial embolization.

Manufacturer narrative:
Additional information was received from adjudication minutes received on (B)(4) 2011. The discharge summary stated that the patient had acute ischemic infarcts of frontal and occipital lobes and additional secondary diagnosis was acute occlusion of inferior branch of left retinal artery. This information does not changed the coding or complaint conclusion for this event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00884 and 1016427-2010-00142.

Manufacturer narrative:
The patient left the angiography suite without neurological deficit. Approximately one hour post procedure, the patient experienced amaurosis fugax, but did not report her symptoms until the following day. She was discharged later that same day, and was examined by an ophthalmologist who identified inferior branch retinal occlusion. Therefore, stroke was diagnosed, however, may have occurred anytime during or after her procedure. Symptoms involved the left eye and included floaters, clouding sensation, narrow field of vision, as well as black wavy lines. The symptoms have not resolved, but no treatment was provided. According to the investigator, the stroke was related to cordis product and the index procedure and may have began during or after the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00884 and 1016427-2010-00142.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) registry, a patient with a history of stroke, tia, hyperlipidemia, abnormal stress test, history of smoking, diabetes mellitus, coronary artery disease, coronary percutaneous revascularization, and hypertension experienced hypoperfusion and an ischemic stroke. At the time of the index procedure, the angiography revealed 80% stenosis of the left proximal internal carotid artery. The lesion was 6mm in length. The reference vessel was 8mm in diameter and moderately tortuous. Baseline nih stroke scale score was 1 and rankin score was 0. The patient was asymptomatic at the time of the index procedure. Pre-dilation was not documented. An angioguard rx with a 7mm basket was deployed beyond the target lesion and a 10 x 30mm precise pro rx was implanted at the target lesion. There was stasis of flow in the left internal carotid artery post-deployment. Aspiration thrombectomy was performed with improved, but still sluggish flow. Retrieval of the angioguard showed large amount of debris in the basket. Follow-up angiogram demonstrated widely patent left common and internal carotid artery stent and widely patent internal carotid artery with no evidence of intracranial embolization. However, the retinal artery is not intracranial and would not have been visualized at that time. The patient left the angiography suite without neurological deficit. Approximately one hour post procedure, the patient experienced amaurosis fugax, but did not report her symptoms until the following day. She was examined by an ophthalmologist who identified inferior branch retinal occlusion secondary to an embolus, not a result of hypoperfusion related to thrombus, which was diagnosed as a stroke. Symptoms involved the left eye and included floaters, clouding sensation, narrow field of vision, as well as black wavy lines. The symptoms have not resolved, but no treatment was provided. According to the investigator, the stroke was related to cordis product and the index procedure and may have begun during or after the procedure. The device was implanted and not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the lack of information and the inability to assign or determine root cause, no corrective actions will be taken at this time. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. About 15 percent of embolic strokes occur in people with atrial fibrillation. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as ischemic stroke. Amaurosis fugax is loss of vision in one eye due to a temporary lack of blood flow to the retina. It is thought to occur when a piece of plaque in the carotid artery breaks off and travels to the retinal artery in the eye. Plaque is a hard substance that forms when fat, cholesterol, and other substances build up in the walls of arteries. Pieces of plaque can travel through the bloodstream. Vision loss occurs as long as the blood supply to the artery is blocked. Symptoms include the sudden loss of vision in one eye. This usually only lasts seconds but may last several minutes. Some patients describe the loss of vision as a gray or black shade coming down over their eye. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2010-00884 and 1016427-2010-00142.